Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection revealed a air mix knob that was missing and cosmetic damage to case near battery holder. All tests passed except the lowest threshold for tidal volume. The device is over-delivering. The reported issue was confirmed as the tidal volume is out of calibration. Device had missing knob and cap replaced. Unit had preventative maintenance completed, calibrated, clean and service label affixed. E4 and g3 are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the product needs preventative maintenance and readings were incorrect. It was further reported that that issue was discovered during maintenance, and it is unknown if there was any issues with the alarms. No patient injury reported.